Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check two weeks post-implant, this right atrial (ra) lead exhibited loss of capture. Sensing and impedance measurements were stable. The patient believed she may have abruptly moved her left arm. A review of stored electrograms confirmed atrial capture two days post-implant, but an episode of atrial tachycardia four days post-implant revealed potential microdislodgement. An x-ray showed the lead was pulled very tight, but complete dislodgement was not visualized. The physician elected to leave the ra lead in place and reprogrammed the device to vdd for atrial sensing. A follow-up check was planned in four weeks, where they would evaluate and consider replacing or revising the ra lead. No adverse patient effects were reported.